Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing a really bad headache which causes neck to start cramping and that happened while the device was turned on. The physician believed patient had a spinal leak which was procedure related and was not device related. The patient underwent an epidural blood patch and lead pull.